Event description:
On (B)(6) 2013, a 21 mm trifecta valve was implanted due to left and right coronary cusp fusion and calcification. On an unknown date, the patient was admitted with a 3 week history of shortness of breath on exertion and a couple of times at rest. The patient also had been experiencing associated dizziness and ringing sounds in his ears. Investigations showed severe aortic regurgitation and impaired left ventricular function. On (B)(6) 2018, the valve was explanted, the annulus was debrided of pannus and replaced with a 21 mm perimount valve (model: 2900, sn: (B)(4)). Upon explant of the trifecta valve there was evidence of a leaflet tear in the non-coronary position. The patient is reported to be stable.

Manufacturer narrative:
The reported event of pannus and a leaflet tear was reported. Regurgitation was also reported. Morphological and histopathological examination found leaflets 2 and 3 were torn at their shared stent post. There was focal fibrous pannus ingrowth on the outflow surface of leaflets 2 and 3, which straddled their commissure at the stent post and created a horizontal fold in leaflet 2. There was no evidence of inflammation or significant calcifications. The ring and two stent posts appeared bent. As this was an explanted valve it is not possible to confirm when the observed deformation occurred, or to conclusively determine the extent of the leaflet tearing, prior to explant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn leaflets, pannus and regurgitation remains unknown; however, the valve had been implanted for over 5 years. Fibrous pannus ingrowth can potentially alter the distribution of stress along the bases of the leaflets and hinder durability of the valve.